Event description:
Reporter indicated a patient developed an infection at the vns generator site on (B)(6) 2012. The patient had previous vns lead replacement surgery performed (B)(6) 2012, and generator replacement performed on (B)(6) 2012. The patient had developed a (B)(6) infection at the generator site, and was hospitalized due to the infection. The generator and lead were both removed on (B)(6) 2012. The patient had additional debridement surgery of the generator wound site performed on (B)(6) 2012. The patient was also placed on antibiotics. The infection was felt to be due to picking at the generator site. The patient had also picked at the lead site, but the infection was located in the generator area. The infection was first noted on (B)(6) 2012 and presented as redness around the generator site incision. Additional follow up with the surgeon's office revealed the patient had recovered from the infection, but it was not known if the patient would be reimplanted with a new vns system.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.